Event description:
It was reported that this catheter was suspected of causing coronary sinus dissection and pericardial effusion. During an implant procedure, the physician reported using too much force, which lead to vessel dissection. The patient reported chest pain during the procedure and subsequent imaging revealed a small pericardia! Effusion. No additional intervention was required, and the implant procedure was completed successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).